Manufacturer narrative:
Medical device expiration date: unknown.  Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that on the 3rd day of infusion, the hcp noticed leakage between the connection of a bd¿ c35j stopcock q-syte w/o nut cap ns and the line. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
H.6. Investigation summary: device/batch history record review could not be performed as the lot number was not provided. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Observations and testing: bd received one used administration set with four stopcocks with attached q-syte top bodies from an unknown lot number. The q-sytes unite were permanently bonded to the stopcocks. Two stopcocks were permanently bonded to extension. Two stopcocks were loose visual/microscopic examination: unit 1: the septum was molded using the 16-cavity mold. No physical/mechanical damage was observed on any of the external areas of the q-syte top body. Unit 2: the septum was molded using the 16-cavity mold. No physical/mechanical damage was observed on any of the external areas of the q-syte top body. Unit 3: the septum was molded using the 16-cavity mold. No physical/mechanical damage was observed on any of the external areas of the q-syte top body. The stopcock housing and female port were cracked. Unit 4: the septum was molded using the 16-cavity mold. No physical/mechanical damage was observed on any of the external areas of the q-syte top body. The stopcock female port and two cracks water leak test: q-sytes were leak tested in the actuated and un-actuated positions. Unit 1: no leakage from the q-syte top or from the stopcock. Unit 3: no leakage from the q-syte top. Stopcock did leak from the housing and the female port. Unit 4: no leakage from the q-syte top or from the stopcock. Fluid leak test: unit 2: unable to perform the water leak test; performed a fluid leak test. The male luer of a lab supplied bd 10ml luer lok syringe filled with red fluid was connected to the female luer of the adapter. The connection was successful; observed there was no leakage in any area of the unit. Septum column tear assessment: unit 1, 2 and 3: no damage (tear) was observed along the column wall. Unit 4: damage (tear) was observed along the column walls on any of the returned units. The customer¿s experience was confirmed based on the evaluation and testing that was performed on the returned units. Bd was unable to determine a definite source that caused damage to the column tear. Leakage due to a column tear is normally attributed to incorrect usage or excessive actuations. Per the event description : hcp connected a syringe-pump to the bottom q-syte and gave drug to the patient for 3 days. The syringe was changed once. This statement demonstrations the q-syte unit was performing to its intended purpose when first used. An instruction pamphlet is provided with q-syte product. This information documents the potential failure modes of this device if not used properly. A formal corrective action will not be initiated at this time. A manufacturing related root cause could not be identified. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.